Event description:
It was reported that the customer passed away due to a stroke and fall. The customer's friend did not know the blood glucose reading at the time of death. He did not know whether the customer was on insulin pump therapy or using the device at the time of death. The caller stated that the customer was rushed to the emergency room and died; he did not know the doctor who was at the hospital. He also noted that the insulin pump which was in his possession was unopened; he did not know where the insulin pump which the customer would have been wearing was, if he had in fact been wearing it at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.